Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event additional device required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system stent was to be implanted in the transgastric to the pancreas to treat a 10mm pancreatic cyst during derivation with axios procedure performed on (B)(6) 2025. During procedure, the stent was not visible under endoscopic ultrasound, fluoroscopy, or endoscopy at the time of deployment. The delivery system was removed to verify correct cannulation and inspect the device; however, the stent could not be found within the patient or the delivery system. It was noted that the stent had not been released into the working channel, and visibility issues were attributed to procedural factors rather than anatomical constraints. Ultimately, the stent was never visualized. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event additional device required. Block b5 has been updated with the additional information received on july 4, july 22, and aug 08, 2025.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system stent was to be implanted in the transgastric to the pancreas to treat a 10mm pancreatic cyst during derivation with axios procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During procedure, the stent was not visible under endoscopic ultrasound, fluoroscopy, or endoscopy at the time of deployment. The delivery system was removed to verify correct cannulation and inspect the device; however, the stent could not be found within the patient or the delivery system. It was noted that the stent had not been released into the working channel, and visibility issues were attributed to procedural factors rather than anatomical constraints. Ultimately, the stent was never visualized. The procedure was completed with a different device. There were no patient complications reported as a result of this event. ***additional information received on july 4, july 22, and aug 08, 2025 *** it was reported that during the procedure; stent release was only achieved up to the second stage. It was noted that no resistance was felt during these steps. Upon removal of the device, the delivery system was examined to confirm whether the stent was present; however, no stent was found. X-ray imaging was also conducted to further verify if the stent may have been unintentionally released inside the patient. Additionally, the physician inspected the device to check for the presence of the stent, but it was not visible. The physician then confirmed that the stent was never present in the delivery system.